Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately over a year ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.